Manufacturer narrative:
(B)(4).

Event description:
Same patient as MFR: 2134265-2013-03475. It was reported that during a percutaneous rotational atherectomy treatment procedure, removal difficulties occurred. Vascular access was obtained via the femoral artery. The >90% stenosed target lesion was located in mildly tortuous and severely calcified highly proximal right coronary artery (rca) ostium. A non-bsc 6fr sheath was advanced to the rca ostium. A choice guide wire and finecross guide catheter were used to cross the lesion. A rotawire and 1.25mm rotalink plus were selected and four ablations were completed at less than 180,00rpm due to the severely calcified lesion. However; during withdrawal, the burr became stuck in the struts of the implanted non-bsc 3.5x19mm stent near the rca ostium. The burr, rotawire, and guide catheter were removed. A 7f non-bsc sheath was advanced to the rca ostium. The choice guide wire was used to cross the lesion and was placed in the previous treatments angiography dissection. A non-bsc guidewire was placed in the true lumen. Multiple pre-dilation were completed using quantum maverick 1.5 to 2.5mm balloon catheters. A 2.5x25mm stent was selected, but the stent ¿slipped¿ off during placement across the dissection membrane into a parallel lumen. It was noted that the stent was connected to the true lumen. Therefore, the physician decided to deploy stent. A 3.5x25mm stent was deployed in the rca ostium, a 2.5x9mm stent was deployed in the mid rca subsequent to the non-bsc 2.5x25mm stent. It was noted that distal to the stent moderate residual stenosis remained. However, attempt to place a 2.5x14mm non-bsc stent remained unsuccessful. The procedure was terminated with very good result and immediate flow. No further patient complications were reported and that patients status is stable.

Event description:
Same patient as MFR: 2134265-2013-03475. It was reported that during a percutaneous rotational atherectomy treatment procedure, removal difficulties occurred. Vascular access was obtained via the femoral artery. The >90% stenosed target lesion was located in mildly tortuous and severely calcified highly proximal right coronary artery (rca) ostium. A non-bsc 6fr sheath was advanced to the rca ostium. A choice guide wire and finecross guide catheter were used to cross the lesion. A rotwire and 1.25mm rotalink plus were selected and four ablations were completed at less than 180,00rpm due to the severely calcified lesion. However; during withdrawal, the burr became stuck in the struts of the implanted non-bsc 3.5x19mm stent near the rca ostium. The burr, rotawire, and guide catheter were removed. A 7f non-bsc sheath was advanced to the rca ostium. The choice guide wire was used to cross the lesion and was placed in the previous treatments angiography dissection. A non-bsc guidewire was placed in the true lumen. Multiple pre-dilation were completed using quantum maverick1.5 to 2.5mm balloon catheters. A 2.5x25mm stent was selected, but the stent ¿slipped¿ off during placement across the dissection membrane into a parallel lumen. It was noted that the stent was connected to the true lumen. Therefore, the physician decided to deploy stent. A 3.5x25mm stent was deployed in the rca ostium, a 2.5x9mm stent was deployed in the mid rca subsequent to the non-bsc 2.5x25mm stent. It was noted that distal to the stent moderate residual stenosis remained. However, attempt to place a 2.5x14mm non-bsc stent remained unsuccessful. The procedure was terminated with very good result and immediate flow. No further patient complications were reported and that patients status is stable.

Manufacturer narrative:
Correction event date: update event date from (B)(6) 2013. Device evaluated by manufacturer, evaluation summary attached, method codes, result codes, conclusion codes: updated. Device evaluated by manufacturer: a functional examination of the returned complaint device revealed that a tug test and connect/disconnect test were performed to examine the integrity of the connection. No issues were noted with the unit handshake connectors. A guidewire was returned inside the device and was removed without difficulty; a number of kinks were noted along the guidewire. The rotablator plus unit was wet tested and no issues were noted with the catheter unit. The burr was microscopically examined and the annulus of the burr was found to be misshapen and damaged. There were no scratches that exposed brass on the plated back half of the burr. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).